Event description:
This 48 year old patient had bilateral breast augmentation using implants in 1973. Because of contracture pain these were explanted in 1977. Heyer-schulte implants were placed immediately, then explaned and reimplanted with heyer-schule implants again. She then had replicon silicone gel implants placed in december, 1989. She has had continued discomfort with the breast but begun to experienceother systemic symptoms. She has arthralgia of the right hip and swelling and pain in the right hand. She has also experienced fatigue and lymphadenopathy. A bilateral periprosthetic capsulectomy was performed with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.